Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: 1. Could you please provide more details for "device was not sterile"? It was a sterile. 2. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)?tyvek. 3. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? It was opened partially. 4. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Package box. 5. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Not sealed completely. 6. Did the damage of the primary packaging compromise the sterility of the device? Yes. 7. Please provide a picture (if available) na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy procedure that the scrub tech realized the device was not sterile. Another like device was used to complete the procedure. There were no adverse consequences for the patient.